Event description:
Spontaneous call, patient stated her port is still leaking watery blood about 3+ hours post infusion. She also stated a pocket of fluid in/around the area to the right of the port that was not present prior to infusion. Patient is unsure what is causing the pocket of fluid. Area is tender and irritated. After discussing in depth with the patient advised her to seek emergency medical attention to have the port inspected and addressed. To confirm there is no underlying heath problem for the patient. She agreed and will go to the ER. No further information to provide. Unknown if md aware indication: dermatopolymyositis, unspecified, organ involvement unspecified. Reported to (B)(6) by pt/caregiver.